Event description:
Capture 2 study event. Device malfunction: none. Symptoms/ae: intracranial hypertension resulting in death. Time of ae: post procedure. It was reported that 6 days post left internal carotid artery stent placement, the pt died due to intracranial hypertension. Pre-procedure on (B)(6) 2008, the pt was hospitalized and intubated for subarachnoid hemorrhage (sah) due to ruptured cerebral aneurysm with severe vasospasm and myocardial infarction. The aneurysm was repaired on (B)(6) 2008 but severe vasospasm continued despite aggressive treatment. Critical carotid stenosis was also found and as a salvage attempt to increase cerebral perfusion an acculink stent was uneventfully implanted on (B)(6) 2008. After initial improvement her condition deteriorated on (B)(6) 2008 due to cerebral edema and increased intracranial hypertension (ich). Aggressive care was withdrawn due to a poor prognosis and the pt died on (B)(6) 2008. According to the investigator, there is no direct correlation with the device and pt's decline and death. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device remains in the pt. The stent delivery sys was discarded. A review of the device history record for this lot found no non-conforming materials reports associated with this lot number.